Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu/erbe) was analyzed and failure analysis investigation was unable to confirm or reproduce the customer reported complaint. The erbe was energized and cauterized all ports and recognized instruments. On error log, the erbe showed errors, m-b0.

Event description:
It was reported that during a da vinci-assisted hiatal hernia paraoesophageal surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the erbe generator would not work. The customer stated they could not get the erbe generator to work and the surgeon elected to abort the surgical procedure. At that the time the issue was identified, anesthesia was already administered and ports were placed. The customer tried 4 different grounding pads, and they could not get any of them to be recognized. The customer was using the covidien and ethicon grounding pads. The customer rebooted the erbe generator but the issue remained.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe generator. Isi received the generator for failure analysis evaluation. However, as of the date of this report, failure analysis has not been completed. A follow-up MDR will be submitted when the device evaluation is completed and/ or if additional information is received.